Event description:
Note: this report pertains to one of three devices used during the same procedure. Manufacturer report # 3005099803-2009-05946 and 3005099803-2009-05947 address the other devices. It was reported to boston scientific corporation that a rf 3000 radiofrequency generator and two leveen coaccess electrode systems were used during a rfa (radiofrequency ablation) procedure performed on (B)(6)2009 ((B)(6), female patient; weight is unknown). According to the complainant, while ablating with the 4.0 cm electrode, the patient developed a dime-sized burn at the percutaneous site. The lesion was then accessed with a 3.0 cm electrode via a new percutaneous site and the ablation continued. However, upon completing the procedure, another puncture burn, about half the size of the original, had developed. In both instances, an incision was made and the corresponding introducer was advanced to the target lesion. The patient's current condition was reported as being okay, but a consult has been scheduled with a plastic surgeon.

Event description:
Note: this report pertains to one of three devices used during the same procedure. Manufacturer report # 3005099803-2009-05946 and 3005099803-2009-05947 address the other devices. It was reported to boston scientific corp that a rf 3000 radiofrequency generator and two leveen coaccess electrode systems were used during a rfa (radiofrequency ablation) procedure performed in 2009. According to the complainant, while ablating with the 4.0 cm electrode, the pt developed a dime-sized burn at the percutaneous site. The lesion was then accessed with a 3.0 cm electrode via a new percutaneous site and the ablation continued. However, upon completing the procedure, another puncture burn, about half the size of the original, had developed. In both instances, an incision was made and the corresponding introducer was advanced to the target lesion. The pt's current condition was reported as being okay, but a consult has been scheduled with a plastic surgeon.

Manufacturer narrative:
A visual examination of the returned device found no visible deformation to either the electrode or the introducer. The insulation of the introducer was found to be intact with no damage. Functionally, the array was able to be extended and retracted without issue. When extended, the array was found to have a uniform umbrella shape. Continuity of current existed between the handle and tines and was within specification which is indicative of the device being able to properly conduct current. The condition of the returned incident device was not consistent with the complaint that the device caused a burn. The complaint was not confirmed. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found. (B)(4)

Manufacturer narrative:
The device has not been received for analysis; therefore, the root cause of the reported issue could not be determined.